Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Interrogation of an implantable neurostimulator (ins) found that electrode 3 had an impedance of 56 ohms when measured at 0.7 v. Review of the patient¿s settings at the time of the measurement found the patient was not programmed to use electrode 3 in their delivered therapy. There had been no complaints from the patient associated with the low impedance and the cause of the low impedance was unknown. It was noted that no further impedance tests had been run on the patient¿s system. There were no complications reported or anticipated; the device remained implanted and in use as of (B)(6) 2018.